Event description:
The customer reported no synch on left monitor. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the dicom aspect module and cables. System operates as intended. (B)(4).